Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: analysis was normal. No anomalies were found.

Event description:
It was reported that the atrial channel exhibited loss of sensing and a high impedance. A set screw anomaly was observed on the device. The device was replaced.